Event description:
Patient presented with infection so surgeon removed the implants and proceed with antibiotic spacer. It was a left hip.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving an unknown trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: a review of the device history records could not be performed as no lot ID was received. Complaint history review: a complaint history review could not be performed as no lot ID was received. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology report, x-rays and return of the device are needed to fully investigate the event.

Event description:
Patient presented with infection so surgeon removed the implants and proceed with antibiotic spacer. It was a left hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36mm trident poly. Other devices listed in this report: cat. No.: 6720-0635, size 6 accolade ii 132 deg, lot code: 39281208. Cat. No.: unk, 36mm v40 metal head, lot code: unk. Cat. No.: unk, 52mm trident cup, lot code: unk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device patient kept.